Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. It was noted that post-procedure, the patient experienced atrial fibrillation, bradycardia/slow ventricular response and remained hospitalized with no permanent pacemaker implanted. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. Based on the complaint investigation, the root cause of this event is indeterminable.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification from the valve center coordinator, of a patient death on post operative day 9 following implantation of an evoque. The evoque was initially implanted in tricuspid position where the procedure went as perfectly as a case could go, with no residual tr post implant. While the patient did have a history of atrial fibrillation with no permanent pacemaker in place, there were no arrythmia difficulties reported during the procedure, specifically no mention of bradycardia or asystole during the procedure or post-procedure debriefing. Post-procedure, the patient experienced bradycardia/slow ventricular response and remained hospitalized. Electrophysiology was consulted and no permanent pacemaker was implanted. Additional details on treatment provided are unknown. The patient was discharged one week post procedure without a holter monitor. On post operative day 9, the patient was scheduled for an outpatient visit and would have had extended rhythm monitoring, however, she had passed away and was found by her son to have fallen at her breakfast table with scattered medications on the floor and evidence of a head injury from the fall. The team interpreted bradyarrhythmia as the likely reason for the fall. Additional information received by the physician stated that it was clear that the electrophysiology evaluation and therapy recommendations were well considered. The ep physician is highly experienced, and the length of stay was appropriate and not rushed.